Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The decision was made to perform a lead revision. This ra lead, however, could not be repositioned, so it was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.